Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying the stent could not be confirmed because only the stent was returned. The stent breakage was confirmed. Based on a visual inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficult to deploy or stent breakage reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified and tortuous external iliac into the right femoral artery. The decision was made to stent the artery in lieu of performing femoral artery bypass. During deployment of the stent, due to the heavy calcification and tortuosity, the distal end of the stent did not open; however, the proximal end of the stent fully opened which resulted in the stent implant fracturing; however, was not in two pieces. The patient underwent an endarterectomy to retrieve the fractured stent and to patch the common femoral and part of the external iliac arteries, after which a covered stent was placed. The decision was then made to proceed with femoral artery bypass. The patient is reported to be well post procedure. No additional information was provided.

Event description:
Device analysis revealed that the distal end of the stent implant was separated and was not returned; however, it has been confirmed that the separated piece does not remain in the patient.